Manufacturer narrative:
None

Event description:
Ra responded to a call from the resident found between bed and bath. She said that she hit her head and was transferred to the hospital. Staff did respond to pendant push around 7:30 pm. After last med pass at 10:00 pm after the nurse walked out resident stated that they pushed pendant at that time and it shows that pendant was pushed but resetting within one minute. Resident did go to ER and is having back issues. She stated that they did not receive any pages for the alarm.